Event description:
During a code on the patient, nursing staff attempted to pace the patient. The ma (current) output was up to 90 with a rate of 70. The patient had pacer spikes and was shaking from the pacing. The monitor failed to show capture. Moved the patient to another unit, used another defibrillator pace, and were able to get capture with the external defibrillator pacer.